Event description:
The pacemaker lead was implanted with acceptable values (0.9v capture threshold). Two days post impant the lead indicates a rise in the capture threshold to 2.9v. Six days post implant the capture threshold of this lead indicated >8.4v. The physician elected to explant this lead and implant an active fixation lead.

Manufacturer narrative:
The dc resistance between tip and pin is within specification. The complex impedance was measured with respect to frequency of the test signal and was completely within specification. The visual inspection of the lead insulation showed a distance of 270 mm from the pin to cuts in the insulation, which are filled with coagulated blood residuals. At a distance of 300 mm from the pin, there are cuts in the insulation which do not completely cut through the insulation.